Manufacturer narrative:
Block h6: device code a04060 captures the reportable event of stent buckled material inside the patient. Block h11: investigation analysis the complaint device was not returned for evaluation. Based on the information available and the analysis performed, there was no evidence from the manufacturing review to indicate that the device malfunctioned due to a process related defect. The most probable cause of the reported event could not be established due to the lack of physical evidence. Without a device evaluation or additional objective evidence, the potential causes that may have contributed to the event remain unknown. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and verified that the events stent/delivery system difficult to advance and stent kinked are included in the product risk documentation. These event types have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the available information, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy for right renal stone procedure in the right kidney. During the procedure and inside the patient, it was noticed that the stent was wrinkled. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a04060 captures the reportable event of stent buckled material inside the patient.

Event description:
It was reported that a percuflex ureteral stent was used in a lithotripsy for right renal stone procedure in the right kidney. During the procedure and inside the patient, it was noticed that the stent was wrinkled. The procedure was completed with another of the same device and there were no patient complications reported.